Event description:
Further follow up information clarified during the explant procedure on (B)(6) 2016 the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with two leads from the same lot. It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 to explant the ipg (reference MFR. Report:1627487-2016-01332). It is unknown if the leads were revised during the procedure as the sjm representative was not aware of the surgery.